Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. To avoid dka the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
On (B)(6) 2017, the patient woke up with a blood glucose (bg) level of 25 mmol/l (450 mg/dl). The patient attempted to treat the hyperglycemia with two correction boluses, the first of which was 7.75 units of insulin and the other was unknown. The patient subsequently went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient was initially treated with an insulin infusion (name unknown) followed by apidra injections.

Manufacturer narrative:
The returned device was evaluated and performed as designed. During the investigation, as the ratchet gear was rotated, insulin was observed to exit the distal tip of the cannula. There was no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to a deficiency in delivering insulin. The pod was found to have terminated in an occlusion alarm, a safety feature not considered a malfunction. The root cause of the alarm could not be determined.